Manufacturer narrative:
Submit date: 8/23/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. During the auto test, at step 10, the pump goes dark and does not power back up. The unit did not show a countdown to power off; it turned off during the middle of test with no alarm sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pump shutting down without warning. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.